Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, no findings related to complaint were observed. A global receiver functional test was performed and it passed all relevant testing. Manual "try it" test was performed for intermittency vibration and passed. Receiver case was opened for internal visual inspection, and passed. Vibrator resistance was measured and passed. The reported event of an intermittent vibration was not confirmed because the complaint could not be replicated with the returned device. A root cause could not be determined.